Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the apollo tip was located in the frontal branches of the middle cerebral artery itself.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the operator placed the apollo catheter in one of the feeders to fill squid in the nidus with the help of the catheter, but within 3-5 minutes of injection, the apollo got pre-detached. The operator placed another in the second apollo catheter in the other main feeders, because the previous one got blocked, to fill squid in the nidus with the help of the catheter, but within 5 minutes of injection, the apollo got pre-detached again. There was no friction or difficulty during injection. There was no force applied during removal, the catheter tip was not stuck, there was no vasospasm, there was no surgical intervention required. This did not occur during onyx injection. The reported device and any accessory devices were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment for avm. It was noted the patient's vessel tortuosity was moderate. Access vessel was mca with a diameter of 2mm.

Manufacturer narrative:
H3: product analysis # (B)(4): equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5). Drawing(s) referenced: dwgs105-5097-000 rev. Ad. As found condition: the apollo microcatheter was returned for analysis inside the inner pouch, outer carton, a biohazard plastic bag, and a shipping box. Damage location details: the 5.0cm detachable tip was missing and not returned with the apollo microcatheter. No damage was found on the catheter body. No irregularities were found with the apollo hub. Onyx was observed inside the catheter hub. No other anomalies were observed. Testing/analysis: the apollo usable length was measured at ~165.5cm (specifications: 165.0cm ± 2.5cm). The ldpe coupling tube overlap length was measured to be ~1.30mm, which is within specification (specifications: 1.0mm - 2.5mm). The catheter was flushed with water and found not patent as it was occluded with onyx. No other anomalies were observed. Conclusion: based on the device analysis and reported information, the customer complaint was confirmed as the distal detachable tip was found to be detached from the catheter. The tip premature detachment can also be caused by the detached joint ldpe overlap length being too short. However, the detach joint ldpe overlap length was measured to be within specifications. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the tip detachment happened five minutes into the injection of squid. There was no resistance when the apollo was being advanced. There was no resistance when the apollo was being retrieved. The apollo tip is embedded in the squid cast. There will not be any future plans to retrieve the catheter tip. There was no note of vessel calcification. There was no kink or damage noticed on any of the devices.